Manufacturer narrative:
This issue occurred outside of the us. Similar devices manufactured by quest medical are currently sold in the us. There were no patient complications resulting from this issue. Examination of the returned device confirmed the alleged complaint. The tensioner was off of the tape. Visual examination of the device under black light found insufficient adhesive on the device. Adhesive is required to hold the tensioner on the device. A corrective action has been implemented for this issue to ensure the right amount of glue is dispensed to keep the tensioner glued to the tube.

Event description:
The foreign distributor ((B)(4)) reported an issue encountered by their customer while using the saddleloop vascular snare. The report stated that the elastic tape (tube) wasn't locked into the slot of the keyhole, and the tensioner was coming off from the tube. The report stated another package of saddleloop was opened and used to successfully complete the surgery. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for evaluation.